Event description:
It was reported when an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing was observed. The oversensing was noted on a stored egm. Programming changes will be discussed at the next patient visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.